Manufacturer narrative:
Investigation of this case revealed use error related to meal announcements contributing to insulin delivery perceived as excessive at dinner. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose, but no hospitalization. Investigation included review of device data and user interaction with troubleshooting and education. It was concluded that, based on previously established findings for similar reports, user technique contributed to the event, the device was reset to factory settings, and the user was advised on appropriate meal announcement use.

Event description:
It was reported that the user experienced episodes of low glucose of 62 mg/dl around dinner time while using the ilet, with agent review indicating reduced or ¿less than usual¿ meal announcements and subsequent guidance from a healthcare professional to perform a factory reset of the pump. The agent completed the reset and provided user education on meal announcement use.